Event description:
During the atrial fibrillation procedure with pulsed field ablation, there was a delay due to a communication issue. Mapping was performed with an inquiry optima catheter in navx mode. The catheter display and intracardiac signals stopped displaying on the ensite screen and an amplifier error warning was displayed. The amplifier indicator was illuminated orange. The amplifier was restarted and revalidation was attempted with no resolution. The warning message displayed was ¿left leg electrode data module error.¿ the light-blue surface patch was replaced with a new one, and the dws system was restarted with a new patient ID; however, the issue persisted. Both the amplifier and the dws were restarted, but there was no improvement. The procedure was then switched to a non-abbott system (carto), and the procedure was completed with no adverse consequences to the patient. Later, a different amplifier was tested and validation was successful with no error messages.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.